Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2020 by knee surgery, sports traumatology, arthroscopy titled ¿arthroscopic suture-tape internal bracing is safe as arthroscopic modified broström repair in the treatment of chronic ankle instability.¿ the study reviewed thirty (30) patients who underwent foot and ankle procedures to treat ankle instability using arthrex pushlock devices. One (1) patient was documented to have experienced recurrent instability resulting in a joint subluxation during the follow-up period. Ref: ulku, t. K., et al. (2020). "Arthroscopic suture-tape internal bracing is safe as arthroscopic modified broström repair in the treatment of chronic ankle instability." Knee surg sports traumatol arthrosc 28(1): 227-232.